Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented for follow-up, and two episodes of svt due to noise was observed. Fluoroscopy and lead revision is planned when device reach eri. Patient condition is good.